Event description:
It was reported that difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). Difficulty was experienced recapturing the closure device and the sheath tip was damaged during recapture. The device was removed from the patient and the procedure completed with a new device. No patient complications were reported.

Event description:
It was reported that difficulty recapturing the closure device occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). Difficulty was experienced recapturing the closure device and the sheath tip was damaged during recapture. The device was removed from the patient and the procedure completed with a new device. No patient complications were reported.

Manufacturer narrative:
Device analysis by MFR.: the returned product consisted of a 27mm watchman delivery system (wds) with the implant sheathed. The implant, core wire, tip, sheath, and hub were microscopically and visually analyzed. Multiple sheath kinks were observed. Inspection of the sheath tip found it flattened with flared tri-cuts and abrasions on the inside of the sheath tip. The closure device anchors were damaged. The sheath tip and closure device anchor damage are consistent with deployment and recapture. Product analysis could not confirm the reported events of difficulty recapturing the closure device as clinical circumstances could not be replicated. Product analysis confirmed the reported event of sheath tip damage as the sheath tip was flattened.